Event description:
When the user carton was opened, the entire iab was missing. There was only an insertion kit. (Event complications: unk-reported 8/11/98.) (Pt's current status: unk-reported 8/11/98.)